Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a procedure, within the patient's colon, performed on (B)(6) 2012. According to the complainant, during the procedure, a clip was deployed however; the clip failed to detach from the delivery catheter. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a procedure, within the patient's colon, performed on (B)(6) 2012. According to the complainant, during the procedure, a clip was deployed however; the clip failed to detach from the delivery catheter. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a procedure, within the patient's colon, performed on (B)(6) 2012. According to the complainant, during the procedure, a clip was deployed however; the clip failed to detach from the delivery catheter. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
The patient age is unknown however; it has been reported that the patient is over 18 years old. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that there was a kink in the control wire and the sheath grip was detached from the over sheath. The clip assembly was located just inside the over sheath. Functionally, the over sheath was pulled back by hand and the clip assembly was actuated and deployed; with two distinctive clicks being heard. Additionally, the prongs opened to approximately 11 mm. The condition of the returned incident device was not consistent with the complaint that the clip assembly failed to release from the delivery catheter. During device evaluation, the clip was able to be deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.